Event description:
It was reported that at vessel depths > 2.5cm have a "muddy image" and is difficult to identify needle tip. The overall image quality (sharpness/brightness) suffers when the probe cover is applied (adequate gel is used). There is artifact streaking from the bottom of the ultrasound screen during. This happens frequently and at different depths the probe was reading. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.